Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to medical treatment, progression of disease, the recurrent nature of driveline infection and the patient's related comorbidities. There are patient factors that may have contributed to this event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline and sternal infection are known potential events that may be associated with use of the product. The instructions for use (IFU) provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, duration of time on vad support and his recent history of recurrent polymicrobial infections. Device remains implanted.

Event description:
A report was received from the clinical database that a patient was re-admitted with his ongoing driveline exit site and sternal wound infection. The patient's temperature was noted to be 99.0of. Wound cultures proved to be positive for pseudomonas. The patient was treated with IV zosyn and oral levaquin. The event was reported to be ongoing. The primary investigator reported that the event was related to the hvad system.

Manufacturer narrative:
Updated narrative: additional information received indicates that the patient was admitted with fevers and an ongoing pseudomonas driveline infection on (B)(6) 2015. The patient was treated with intravenous (IV) zosyn and oral levaquin. At the time of his admission, he was also noted to have a supratherapeutic international normalized ratio (inr) and elevated creatinine. This was thought to be an indication of hepatic congestion related to an exacerbation of his right heart failure. The patient's liver enzymes were reported to be normal. The patient was started on a low-dose dobutamine infusion. In addition, the patient reported abdominal pain and was noted to have ascites. At that time, his inr was considered too high to perform a paracentesis even in the setting of having held his coumadin since admission. He was treated with intravenous (IV) diuril and two units of fresh frozen plasma. On (B)(6) 2015, he underwent ultrasound-guided paracentesis with 3l of dark yellow fluid removed. This sample was not sent for culture. The patient was discharged home on (B)(6) 2015 on aspirin and a resumption of an adjusted coumadin dose. The site further reported that the patient's creatinine had normalized to his baseline level at discharge. Based on the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. A definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the patient's outcome can be multifactorial and may be attributed to the patient's past medical history, medical treatment, the progression of disease, the recurrent nature of driveline infections and their related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.